Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via intrathecal drug delivery pump. The indication for use was noted as spinal pain, non-malignant pain, and degenerative disc disease/herniated disc pain. It was reported that the patient was doing an MRI of the head because he had been experiencing mini strokes and memory loss. The patient did not know if it was related to the device/therapy or not. The event date was "3-4 months or so" prior to (B)(6) 2018. There were no further complications reported at this time.